Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number: (B)(6).

Event description:
The customer reported that no alarms came up on the monitor. The death of a patient was reported. No further information regarding the patient, such as gender, age, height, and weight, had been made available at the time the reporting decision was due.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse performed testing on the piic using an ECG simulator; the device was found to be operating normally. The customer indicating that the time of the incident was 23:04 on (B)(6) 2019 so the fse obtained the alarm log from the piic device. The log was reviewed, and multiple red extreme tachy and vtach alarms were seen, until 19:29:25. At 19:29:30, alarms were suspended, and were no longer suspended at 20:36:50. The suspending and non-suspending of alarms continued beyond the reported time of the event of 23:04. During this time, it was also seen that arrhythmia analysis was turned off and on, on multiple occasions. At 22:01:20, prior to the incident at 23:04, the alarms were suspended. The alarms were unsuspended at 23:16:16. Further information was received from a philips technical support specialist (tss). The tss spoke to the customer who stated that they did not suspend the alarm, when the incident happened. The tss identified wireless (its) network disconnections based on the ¿ptmgmt.log¿file that received. A philips clinical specialist (cs) reviewed the data, and stated that losing the network connection would cause a re-association to occur and you would see the same sequences of events. A video received was reviewed by a philips clinical specialist (cs). The video showed that the monitor is configured for infinite suspension because the key is label alarms off instead of alarms pause (which would be pause/suspend for 1-3 minutes). There was no product malfunction; this is considered a network issue. Wireless (its) network disconnections were identified, which caused the alarms to be suspended and unsuspended. The device remains at the customer site. No further investigation is warranted at this time.

Manufacturer narrative:
The customer stated that a cardiopulmonary resuscitation was performed on the patient on (B)(6) 2019 at 23:04, but the patient died later. The patient was connected to an intellivue mp5 patient monitor and the customer stated that no alarms came up on the monitor. They did not hear any alarm. A philips field service engineer (fse) went to the customer site and collected the relevant alarm log files and a video from the intellivue mp5 patient monitor for further evaluation by philips product support engineering (pse). Additionally the fse performed testing on the monitor using an ECG simulator; the device was found to be operating normally. The customer indicated that the time of the incident was 23:04 on (B)(6) 2019. The alarm log was reviewed, and multiple red extreme tachy and vtach alarms were seen, until 19:29:25. At 19:29:30, the alarms were suspended, and were no longer suspended at 20:36:50. The suspending and non-suspending of alarms continued beyond the reported time of the event of 23:04. During this time, it was also seen that arrhythmia analysis was turned off and on, on multiple occasions. At 22:01:20, prior to the incident at 23:04, the alarms were suspended again. The alarms were unsuspended at 23:16:16. There was no product malfunction; the alarms were suspended at the time the alarm reportedly failed. In addition, several technical inop messages where shown on the mp5 monitor which indicate that under the given patient's physical conditions the monitor was not able to derive yellow/red alarms. No parts were ordered and no repair was warranted. The device remains at the customer site. There was no product malfunction; this is considered a user issue. No further investigation is warranted at this time.